Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6) 2011 at 3:00am, the patient woke up with tremors, sweating and her head was spinning. She then tested her blood glucose and obtained a 205mg/dl using her vita meter , which is her primary meter she uses and then tested on her vita enhanced meter and obtained a 399 mg/dl. Readings were taken less than 10 minutes from one another. She contacted ems, because the readings were so different from one another and did not know what to do. Ems advised her to inject herself with 12 units of rapid insulin. She still felt the same after injecting the insulin. The patient retested at 7:00am and obtained a 204 mg/dl on her vita meter and a 390 mg/dl on her vita enhanced meter. She contacted ems and they arrived and took her to the hospital where her initial reading was 64 mg/dl. The patient was treated with food in the ER. The patient denied that she lost consciousness and stayed in the hospital from (B)(6) 2011. The patient was told that the diagnosis was low blood glucose. A "normal blood glucose" is between 90 mg/dl-150 mg/dl. On (B)(6) 2011 at 5:35pm, the patient compared her vita meter to the hospital's meter and obtained a 135 mg/dl on the vita meter and a 147 mg/dl on the hospital's accucheck meter. Readings were less than 30 minutes from one another. Product was replaced. The complaint is being reported since the patient alleged that due to the high readings, she had taken insulin and later had to contact ems where she was admitted and treated in the hospital for a blood glucose reading of 64 mg/dl.